Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error message occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was able to clear the error message on their own. Although requested by tandem technical support, the customer declined to perform troubleshooting.